Event description:
N/a.

Manufacturer narrative:
UDI information (B)(4). Sample was received for evaluation. The reason for return: led screen stopped functioning. The console was evaluated on 19-jul-2019 for reported failure. The results were confirmed. The technician determined that the lcd screen had stopped functioning due to the programmer having a faulty power supply. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim programmer had functionality issues with the led light. They changed the fuses, and it still will not work, even though it is getting power. It did malfunction during a procedure therefore they did have to reschedule a patient and hope to bring him on another day to reprogram.